Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: kdr701 implantable pulse generator (B)(6) 2004, 5024m-52 implantable pacing lead (B)(6) 1995. (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance had decreased from 311 ohms to 159 ohms. The chronic lead trends indicated a lead warning due to low impedance. The ra lead had a suspected insulation breach. During a routine device replacement, the ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.